Event description:
Reporter indicated she had a seizure and sought treatment at an emergency room. The reporter was encouraged to follow up with her treating neurologist, which she said she would do. Manufacturer follow up with the treating neurologist revealed the patient had been in contact with the office but no further information would be provided to the manufacturer per their privacy policy.

Event description:
The patient reported to the manufacturer on (B)(6) 2011 that she had experienced a grand mal seizure requiring her son to call 911 for assistance. The treating neurologist's office was made aware of the patient's report to the manufacturer, but the office has previously stated no information would be provided due to privacy